Event description:
It was reported to boston scientific that a captivator ii was used during a treatment procedure on an unknown date. During the procedure, puncture or resection failure occurred due to a mechanical malfunction of the snare. The procedure was completed. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to apri 1, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050702 captures the reportable event of snare unable to cut through tissue. Block h11: investigation results visual analysis of the returned device revealed no visible damage, and the loop was able to extend and retract properly during functional testing. The reported event of "loop failure to cut" could not be confirmed, as the device functioned within specifications during both mechanical and electrical testing. The risk review confirmed that this event type is documented in the product risk records and is considered within the acceptable risk-benefit profile of the product. Based on all available information, the investigation concluded with the cause code "no problem detected," and no further escalation is required.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to apri 1, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050702 captures the reportable event of snare unable to cut through tissue.

Event description:
It was reported to boston scientific that a captivator ii was used during a treatment procedure on an unknown date. During the procedure, puncture or resection failure occurred due to a mechanical malfunction of the snare. The procedure was completed. There were no further patient complications reported as a result of this event.